Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was loaded into an in-house homechoice machine with no issues observed. Functional testing, including leak testing, clear passage testing, and clamp function testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that patient line of two (2) homechoice (hc) cassettes were cracked and bent which resulted in a leak. The leaks and damaged tubing were observed during setup for peritoneal dialysis (pd) therapy. The patient was not connected for therapy at the time of the events. There was no patient injury or medical intervention associated with this event. No additional information is available.